Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis bacterial in a patient in his (B)(6) coincident with dianeal-n pd4 1.5 therapy. On an unreported date, the patient began treatment with dianeal-n pd4 1.5 therapy intraperitoneally (ip) for chronic renal failure. On (B)(6) 2012, dianeal-n pd4 1.5 therapy was withdrawn. On (B)(6) 2012, the patient contacted baxter (B)(4) technical service center to report that he experienced peritoneal cloudy effluent during drain cycles 4/5 and 5/5 respectively. Upon follow up, the nurse reported the following information. On (B)(6) 2012, the patient performed a periodic replacement of a connection tube. The nurse stated that the titanium adapter may have loosened at the time of the exchange of the connection tube. On (B)(6) 2012, the patient experienced peritonitis bacterial as evidenced by peritoneal cloudy effluent which required hospitalization. On that same date, a peritoneal effluent culture and gram stain were performed. The results of both the culture and gram stain were negative. On an unreported date, the patient began remedial therapy with cefazolin (1 g, twice daily, IV). On (B)(6) 2012, remedial therapy was discontinued. Recovered (date not reported).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Complaint text indicates peritonitis which may be related to accidental patient loosening of the transfer set from the patient catheter adapter when a set was changed. Since the product samples are not available for evaluation any problem or specific causal agent cannot be determined for this case. A batch review was not possible because lot numbers were unknown. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined.